Event description:
A malfunction code was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to contact technical support if the issue reoccurs.